Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 15563621; model/catalog description: artisan lead 70 cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a possible infection. It was noted that infection was non-device related and the cause was unknown. The patient underwent an ipg explant procedure and was placed on antibiotics. The lead will remain implanted until further notice from physician.